Event description:
It was reported that the screen went completely black during ventilation and the piezo alarm sounded continuously. The main power was turned off and the device was replaced. Reportedly, there was no injury to the patient. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.